Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267218. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the catheter broke/separated from hub. The following information was provided by the initial reporter and translated to english. The customer stated: "the catheter tube of intima-ii was broken during use, the rep was on the way to hospital, the information of needle couldn't be acquired. It happened in emergency ward, for now there was only a photo the customer couldn't confirm whether they could find the real product or not." Sales representative update received on 2021-03-18, incident description updated below: it was broken after placing the tube the broken tube was in the body, but it was removed in time the patient was a child and had an emergency infusion products to determine the defective sample cannot be returned because it has been garbage disposed and cannot be found. Information update: (B)(6), the outpatient child, was treated in the emergency department according to the doctor's advice. On (B)(6) 2021 the patient received an indwelling vein indwelling needle, the model of which was bd jingma 24. At about 18:00 on (B)(6) 2021, the infusion was completed. When pulling out, it was found that about 2cm cannula was left in the vein. Immediately, the cannula was extruded to the puncture site with the fingertip of the abdomen. The cannula was extruded successfully and the family members communicated with it. The infusion site was in the head of the (B)(6) child, and the infusion fluid was ns50+sulsalin 0.35.